Manufacturer narrative:
Dock lot: 2103a1091. Dock UDI: (B)(4).

Event description:
One patient had a positive result on 3 of their 4 docks when this patient was actually confirmed to be negative. Customer tested herself and received 2 light positive results and 1 negative result across three different docks. Confirmation testing using the abbot system was negative. Dock "2" produced accurate results after the controls were ran again. Docks "3" and "4" gave the positive results, and dock "4" also gave error messages. The customer is not sure which error messages were presented. User error might also play a factor. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.